Event description:
It was reported that, pt had that done approx 2 years ago, presented with hip pain, surgeon said acet cup looked loose, booked pt for revision of acet implant, dr noted pt had a rejuvenate stem in, I explained stem was recalled, intraoperatively doctor determined the joint was infected, doctor put in antibiotic spacer in to address infection before reimplantation.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.